Event description:
No patient harm. The patient was undergoing neck mass excision. The green bayonet bipolar forceps (set of 15) were sparking when being used. Sparks from use would extend several inches from tips. Error messaged shown on esu (electrical surgical unit) error 591. Esu machine unplugged and plugged back in, new green bayonet bipolar forceps were then used, which also produced sparks. Rose gold bayonet bipolar forceps were then used which did not produce sparks. Ent team lead notified. Device was removed from use. Discussion at multiple meetings among ent specialty teams has surfaced an ongoing issue with multiple generators so the assumption is that there may be a problem with the disposable handpieces. Team is advised to save any packaging from defective items. Team continuing to monitor this trend. Patient was discharged home at his baseline and in good condition on [date redacted]. Team has expressed ongoing concerns of how easy it is to have this button switched to the wrong mode that creates the sparking. The machine functioned as designed but the design is not optimal.